Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref. MFR. Report #1627487-2013-20356, 1627487-2013-20357. It was reported surgical intervention will be undertaken to revise the scs system. Follow up revealed the original system was explanted in 2008. The reason for the explant is currently unknown. A new scs system was implanted on (B)(6) 2013. Effective stimulation and coverage was achieved post-operatively.